Manufacturer narrative:
E1. Postal code - 6150 (added here does not meet character minimum in respective field). The device has been returned for evaluation and the investigation is ongoing. Follow up in progress to obtain additional information regarding the event from the customer. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported the camera head had no picture coming up. There were no reports of patient harm.

Event description:
It was reported the camera head had no picture coming up. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide legal manufacturer¿s final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: a defect in the cable. A definitive root cause of the reported issue could not be determined. A device history review of the current product was conducted, and no problems were found. This issue is addressed in the instructions for use (IFU): handling and general precautions caution do not curl the camera cable smaller than 20 cm in diameter. Doing so may result in damage. When rolling up the camera cable, be careful not to twist the cable. There is a possibility of damage to the cable. To avoid twists in the cable, the cable should be wound so that the top and bottom loops of the cable overlap each other alternately. Do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. Doing so may cause the camera cable to break. Olympus will continue to monitor the field performance of this device.